Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. Review of stored device data noted previous shock therapy episodes where shock impedance measurements were 36 ohms following shock delivery. Technical services (ts) discussed potential causes, troubleshooting, and programming options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. Review of stored device data noted previous shock therapy episodes where shock impedance measurements were 36 ohms following shock delivery. Technical services (ts) discussed potential causes, troubleshooting, and programming options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the programmed lead configuration was reprogrammed from a dual coil configuration, to a single coil configuration. Defibrillation threshold (dft) testing was then performed, and the device successfully converted the patient's induced ventricular fibrillation (vf), and shock impedance measurements were noted to be within normal limits. The device was left in a single coil configuration, and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to correct h6: patient codes and impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. Review of stored device data noted previous shock therapy episodes where shock impedance measurements were 36 ohms following shock delivery. Technical services (ts) discussed potential causes, troubleshooting, and programming options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the programmed lead configuration was reprogrammed from a dual coil configuration, to a single coil configuration. Defibrillation threshold (dft) testing was then performed, and the device successfully converted the patient's induced ventricular fibrillation (vf), and shock impedance measurements were noted to be within normal limits. The device was left in a single coil configuration, and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. Review of stored device data noted previous shock therapy episodes where shock impedance measurements were 36 ohms following shock delivery. Technical services (ts) discussed potential causes, troubleshooting, and programming options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the programmed lead configuration was reprogrammed from a dual coil configuration, to a single coil configuration. Defibrillation threshold (dft) testing was then performed, and the device successfully converted the patient's induced ventricular fibrillation (vf), and shock impedance measurements were noted to be within normal limits. The device was left in a single coil configuration, and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. It was reported that the device was later explanted and returned with no additional information.